Manufacturer narrative:
Device has not been returned for evaluation yet. A supplemental report will be issued if additional information is obtained.

Event description:
It was reported that during patient use, the ventilators delivered fio2 started fluctuating at a lower percentage than what was set. The ventilator also displayed a high air inlet pressure alarm. The patient was switched to another ventilator without incident and was stable with o2 saturations fluctuating between 90-94%. Hospital is not willing to share any other patient information. Once the ventilator was removed from the patients room, a device check was performed and it failed at the air/o2 valves test. The service screen showed that the ventilator had an air psol leak of 1.6 lpm.